Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaw properly in the first three firings. Another device was used to complete the procedure. There were no adverse consequences for the patient.